Event description:
It was reported that during a lap gastric bypass procedure, the max hand control button stopped functioning on three devices. The surgeon continued using the third device with the foot pedal activation to complete the case. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.